Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing. However, if any additional relevant information is identified following completion of the investigation the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from a hillrom technician stating the bed head would move up and down on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).

Event description:
Hillrom received a report from a hillrom technician stating the bed head would move up and down on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hillrom technician found the head actuator needed to be replaced. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Head section motor: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Replace in the event of a malfunction. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on december 2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the head actuator to resolve the reported event. Based on this information, no further action is required.